Event description:
It was reported that while setting up a new hand piece the biomed could not get the device to pass the pre test. It would display error code 3. There was no pt involvement.

Manufacturer narrative:
Date sent: 3/19/2009. Eval summary: the analysis was performed and was found that the hand piece no longer meets the specifications for continuity. The instrument was tested with a generator and gave an error code 3. The hand piece was disassembled and a torn acoustic isolator was found.